Manufacturer narrative:
No unexpected button error alarms noted. Intermittent button response on the act button due to corroded keypad traces noted. Unit had cracked display window, case at display window corner, reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm. The blood glucose reading is 97 mg/dl. The insulin pump will be replaced. Nothing further reported.